Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual examination of the returned device identified stent damage. The stent was damaged at both ends due to "dogboning" where a minor positive pressure has been applied to the balloon causing the stent to flare at both ends, followed by withdrawal of the device aggravating the damage. It was also noted that the hypotube was kinked 78cm from the manifold strain relief. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that catheter crossing difficulties were encountered. The 99% stenosed target was located in the severely calcified and moderately tortuous left anterior descending artery (lad). The 2.50x24mm promus element¿ plus stent was advanced to treat the lesion. However, the device was unable to cross the lesion despite several attempts made. The device was removed and the procedure was not completed due to this event. No patient complications were reported and the patient status is good. However, returned device analysis revealed a stent damage.